Event description:
As reported by the customer: "fluff was found in one of the variax bone screws as we opened it today product code 656440s lot 1000542101.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Manufacturer narrative:
The product was not returned for evaluation. The reported event could not be confirmed, since the affected device was not returned and other evidence were not shared for evaluation. A device inspection was not possible since the affected device was not returned, however a couple of images were shared but nothing could be deduced from them as the image quality was not good. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the root cause of the issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported by the customer: "fluff was found in one of the variax bone screws as we opened it today product code 656440s lot 1000542101.